Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Approximately one year post deployment, the patient presented with abdominal pain, CT abdomen showed an occluded ivc filter, with some clot extending above the ivc filter. By the following year, the patient presented with shortness of breath and leg pain. Us doppler showed extensive bilateral acute dvt; ivc appeared thrombosed up to the ivc filter with some ivc flow above the filter. A chest CT showed multiple acute lobar and segmental pulmonary emboli in the right lower and middle lobe and a small chronic pe in the left lower lobe. The ivc filter was tilted to the renal vein and was to be replaced. Therefore, the investigation is confirmed for filter tilt, thrombus above the filter, occlusion of the filter and post implant pulmonary embolism. However, the investigation is inconclusive for filter perforation.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter occluded, tilted and perforated the vessel walls. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images and medical records were not provided. Approximately one year post deployment, the patient presented with abdominal pain, CT abdomen showed an occluded ivc filter. By the following year, the patient presented with shortness of breath and leg pain. Us doppler showed extensive bilateral acute dvt; ivc appeared thrombosed up to the ivc filter with some ivc flow above the filter. A chest CT showed multiple acute lobar and segmental pulmonary emboli in the right lower and middle lobe and a small chronic pe in the left lower lobe. The ivc filter was tilted to the renal vein and was to be replaced. Therefore, the investigation is confirmed for filter tilt, thrombus above the filter, occlusion of the filter and post implant pulmonary embolism. However, the investigation is inconclusive for filter migration, detachment, and filter perforation. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter migrated, tilted, detached and perforated the vessel walls. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.